Event description:
It was reported that the patient presented to the ER after receiving multiple appropriate and inappropriate therapies. Loss of capture was also observed. Interrogation showed the device to be in backup vvi mode. The patient continued to receive inappropriate therapy even with a magnet over the device. Both the ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported field event of backup dfo (bdfo) was confirmed in the laboratory. Review of the device image indicated the device entered bdfo mode after two event queue overflows occurred within a short period of time. The cause of the overflows was due to multiple rf communication interrupts that occurred. The root cause of the rf communication interrupts was an rf chip anomaly. The reported field event of inappropriate therapy was confirmed in the laboratory. While in bdfo mode, the device became more sensitive to sensing r-waves. The increased sensitivity caused oversensing and resulted in the reported inappropriate hv therapy. The reported field events of inappropriate therapy while a magnet was placed over the device and capture anomaly were not verified in the laboratory. The magnet detection circuitry as well as the pace outputs were tested on the bench and no anomalies were found.